Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: battery, (B)(4), expiration date: 31mar2018, UDI#: (B)(4), mfg date: 31mar2017. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient experienced random beeping involving two of their batteries. The two batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the two batteries were returned for evaluation. The controller was not returned for evaluation. Failure analysis of the returned batteries revealed that the units passed visual examination and functional testing. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several momentary disconnections involving the two batteries. Momentary disconnections will result in an audible tone or "beep." As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. Additional products: battery, (B)(4). D10: yes, return date: 2018-04-12 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 controller 2.0, (B)(4). H6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: battery, (B)(4). Device available for evaluation: yes, return date: 12apr2018. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. (B)(4). Controller 2.0, (B)(4), medical device expiration date: 31jul2018, UDI#: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no. Device: mfg date: 31jul2017. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient experienced random beeping from their controller and involving two of their batteries. The site further reported that the event was not associated with any controller alarms. The two batteries were exchanged; while the controller remains in use. A preliminary review of the controller log files revealed no evidence of alarms as reported. No patient complications have been reported as a result of this event.